Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2009. Approximately 9 years and 3 months after the initial procedure the patient had a right knee revision on (B)(6) 2019. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2019 diagnosis: failed right knee fluid was clear. There was significant synovitis due to osteolysis and particle disease. The polyethylene was removed. Tibial component was loose and removed. The patient was awakened and transferred to the recovery room in stable condition.

Manufacturer narrative:
D10: concomitants: 1513137 234-03-03 - optetrak asy,ps cemented femoral, sz 3, 1522795 200-02-29 - three peg patella 29mm 1553085 200-04-33 - cemented finned tib. Tra sz 3f/3t pending investigation

Manufacturer narrative:
1038671-2024-04967 multiple MDR reports were filed for this event, please see associated report: 1038671-2024-04967. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code, medical device problem code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and instability. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.